Manufacturer narrative:
(B)(4). The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock that was believed to be inappropriate. Technical services reviewed the available device data in the remote monitoring system and confirmed the episode showed a noise artifact that was consistent with myopotentials. Further troubleshooting was needed to see if the morphology change and the noise could be reproduced. The field representative confirmed that x-rays were performed and that the system had not moved since implant. The x-rays were to be submitted to technical services to evaluate placement of the device and electrode. It was noted the shock impedance measurements at the induction and with the recent shock were within normal range, at 81 ohms and 92 ohms. Troubleshooting was recommended, with positions and patient movements to recreate the noise, which appeared to be consistent with the can moving in the pocket. It was noted the patient's heart rate was about 120 bpm at the time of the shock; the patient was not symptomatic before the shock and had been engaged in physical activity. The rate remained 120 bpm post-shock. No adverse patient effects were reported. The patient was seen again for troubleshooting. Many postures and positions were tested, with various patient movements. The noise from the shock episode could not be reproduced. The device was programmed to the alternate vector as no noise was present. Technical services reviewed the device data from the troubleshooting and discussed that the alternate vector was questionable due to the smaller r-wave amplitudes and because the amplitudes changed with different postures. The smart pass feature could disable if the amplitudes in alternate dropped below 0.5mv. Although the inappropriate shock was delivered in the secondary vector, secondary had the best r-wave amplitude measurements. This information was provided to the field representative. The device remains in service. A request was made for the field representative to provide the name of the facility and the physician where this patient was treated, and to report if the sense vector will remain in alternate. This report will be updated when additional information is received. The field representative later provided the name of the physician and hospital following this patient. It was noted the device remains in the alternate vector, and no additional testing has been performed as the patient was on holiday. Technical services discussed how the device selects the vector with the best scoring during automatic setup, and that a vector showing noise during trouble shooting may still be better as long as the noise is properly marked. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received additional information about this patient and device. Nearly three years later, the patient received a new inappropriate shock due to myopotential oversensing. The patient was working on their car at the time of the episode. Troubleshooting was performed and noise was recreated in all vectors when the patient tightened their abdominal and pectoral muscles. The device was reprogrammed to the primary vector. Device data was submitted to technical services for review and programming advice. Upon review, the primary vector showed good sensing without noise over the s-ECG signal and acceptable r-wave amplitudes. X-rays were reviewed and showed good system placement. Technical services recommended continuing to monitor the patient and device in this new vector. No additional adverse patient effects were reported.